Manufacturer narrative:
The beckman coulter internal identifier is (B)(6). The exact number of patients involved was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Customer technical specialist (cts) guided customer to perform troubleshoot and perform manual enhanced clean and repeat precision run, which did not resolve the issue. Customer was still seeing erratic ise results. A beckman coulter field service engineer (fse) was dispatched to evaluate the au680 chemistry analyzer on (B)(6) 2022. The fse replaced multiple parts which includes ise buffer valves, reference tubing, replaced na, k, cl electrodes, advised customer to change buffer syringe, cleaned sample pot, inlet and reference block. The fse primed buffer and mid standard, then calibrated ise multiple times with no issue. Fse performed ten (10) replicate of each qc level. Fse verified service task. No further errors were reported. The instrument is operating within specifications. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor.

Event description:
On (B)(6) 2022, the customer reported having intermittently erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride) and qc (quality control) issue on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. No erroneous patient results were reported outside the lab. The customer did not provide details of the erroneous patient results to beckman coulter for evaluation. Customer technical specialist guided customer to perform troubleshoot and perform manual enhanced clean and repeat precision run. On follow up customer confirmed issue was not resolved with troubleshoot. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on (B)(6) 2022.